Event description:
The calcified target lesion was located in the mid left anterior descending (lad). The physician indicated that while inflating the cypher sds at high pressure, a dissection occurred. The stent was deployed and the dissection was treated with a balloon and the procedure was completed. The physician then indicated that the cypher stent had fractured.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.